Manufacturer narrative:
(B)(4). An investigation cannot be performed. Customer indicated that the set was discarded and is not available for eval. The root cause of the reported clogged filter could not be identified.

Event description:
Customer contacted their carefusion sales rep with a question about filters. Customer began using 3:1 tpn about 6 to 8 months ago with this set model to accommodate the lipids. During the course of email communications, customer stated that a pt had to have their triple lumen catheter replaced due to a clogged filter. Although requested, no further pt or event info was provided.